Manufacturer narrative:
The customer did not supply any patient demographics such as age, date of birth, sex or weight. There is no evidence that the access accutni+3 reagent was returned for evaluation. A beckman coulter (bec) field service engineer (fse) was not dispatched to the customer's site. In conclusion, the cause of the event cannot be determined with the available information.

Event description:
The customer reported obtaining an elevated troponin I (access accutni+3) result for one (1) patient's sample involving the laboratory's access 2 immunoassay system serial number (B)(4). The initial access accutni+3 result recovered inside the assay's normal reference range. A second sample of the same patient was run the same day on the same laboratory's access 2 immunoassay system serial number (B)(4) and recovered above the accutni+3 assay reference range. Due to this elevated access accutni+3 result, the patient underwent a cardioversion. A third sample of the same patient was run the same day on the same laboratory's access 2 immunoassay system serial number (B)(4) and recovered inside the accutni+3 assay reference range. There was no report of additional change to treatment in conjunction with this event. Quality controls (qc) and system check were performing within assay and instrument specifications. No hardware errors, flags or other assay issues were reported in conjunction with this event. The customer did not supply any data or information regarding sample collection, sample handling or sample processing. No issues with sample integrity were reported by the customer.